Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to a wound infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. This report is filed (B)(4) 2013

Manufacturer narrative:
Correction: the model # is ci24re(ca), not ci512 as previously reported. (B)(4).